Event description:
The following has been reported: motor rotation customer reporting the pump shows error code 01 and says motor rotation. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.